Event description:
It was reported that during a low anterior resection procedure, the device was used for the distal colon/rectum resection. The proximal portion was resected and stapled properly. However, the distal stump was not. After the device firing, integrity of the stapled line was tested with injection water betadine solution. Part of the staple line was not formed properly and the water-betadine solution leaked into the abdomino-pelvic cavity. Resection was completed over the distal colon. However, proper staple formation did not take place on the lateral end of the colon-thus it leaked. Washed the abdomino-pelvic cavity before performing the hand suturing over the incomplete stapled formation. There were no adverse consequences for the patient. The cartridge was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.